Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument tip was bent and would not release the clips. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while attempting to clamp on a vessel or tissue bundle. Once the clip was closed, it was getting stuck in the clip applier. The medium-large clips hem-o-lok clips were the type and size clips used. The issue was resolved with a backup clip applier instrument. There were no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip causing misalignment of the grip-tips. There was a 0.82mm offset at the tips. A clip can be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. Failure analysis found the secondary failure of failed clip test to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip fully close onto the tubing after multiple attempts. This failure is likely due to the severely bent grip tip.